Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, deflection and tilt tests of the returned device were performed following j&j medtech procedures. Visual analysis revealed a cut on the shaft area near the tip with internal parts exposed and elongation on the area indicating the presence of excessive force. Also, the tip was slightly bent. A deflection test was performed, and the curve was deflecting, however, it was deformed. For this reason a tilt test was performed and the device failed the test. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer was confirmed due to the damage on the curve. The potential cause of failure could be related to excessive force during the usage of the device, however, this cannot be established. The cut on the shaft could be related to the handling/shipping of the device, however, this cannot be established. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a decanav for which biosense webster¿s product analysis lab (pal) identified a cut on the shaft area near the tip with internal parts exposed. It was initially reported by the customer that the physician was able to manipulate the coronary sinus (cs) with the decanav and then the curve on the catheter stopped working. According to physician they were no longer able to release the curve of the decanav. The physician exchanged the device for a new one and the procedure was successfully completed. There was a 10 min delay but no patient consequence. Additional information received indicated the catheter curve was not stuck in a pull or partial deflected position. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 28-nov-2024, the bwi pal revealed that a visual inspection of the returned device found a cut on the shaft area near the tip with internal parts exposed. These findings were reviewed and assessed the issue of a ¿broken shaft¿ in an MDR reportable malfunction since the integrity of the device has been compromised.